Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A scr replace friction-fit gold & ti abut int hex (mhlas) and a imp,tsv,4.7,10,mtx,mg (tsvtwb10) were returned for investigation, see attached image a031 in the complaint. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at collar with a removal tool stuck and screw fracture at the head of screw. Also, an associated product unk removal tool has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Pre-existing conditions noted on the per is bruxism. The reported device was located on tooth #19 and was used for approximately 5 years. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63311002). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported mhlas product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (63311002) for similar event and no other complaint was identified. A complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that implant/screw at tooth site # 19 fractured. Implant was removed. Patient not returning for replacement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.